Manufacturer narrative:
.

Event description:
On (B)(6) 2015 it was reported that the patient¿s vns was disabled on an unknown date due to side effects. The physician later reported that the vns had been discontinued years ago due to intractable weight loss. Good faith attempts for further information have been unsuccessful to date.